Manufacturer narrative:
1/7/1998-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The hospital has reported no pt injury occurred.